Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. The customer experienced an elevated blood glucose (bg) level with large ketones. Reportedly, the customer¿s continuous glucose monitor read ¿high¿, however, a specific bg value was not provided. The customer administered a manual insulin injection to address the high bg. Reportedly, the customer cleared the alarm and continued using the pump for insulin therapy.